Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence, and the cartridge was leaking at the septum. Additionally, it was reported that air bubbles were observed in the infusion set tubing, and there was a piece of white septum in the syringe. Both a syringe needle and cartridge change were performed resolving the issue. Customer's blood glucose level ranged from 111mg/dl - 131mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.